Event description:
Amo complete moisture plus-tm-I. Wear contacts. I switched from b&l to amo, I have had problems with my left eye. I have eye pain, I am setting up appointment. Just read this am about recall. You do not even identify where the product is made, you are not good care takers of our health. How can you support pharmaceutical companies "not importing yet allow this to happen", will write my senators and congressman. I never would have used this product if I knew it was made in china. I worked in china and worked as microbiologist and would never use a "sterile product" because inspections are rare. Water systems are not always maintained. Sterility testing is a joke. The same holds true for purified water products from china. I will not buy any teething ring containing water made in china. Same issue. Money is everything and possibility for monitoring is low risk.